Event description:
It was reported during a cholecystectomy procedure that when they did the instrument test everything worked fine. But after just a few minutes the instrument stopped working. The re-torque instrument, it not help. They did the test-pin-test and both the hand-piece and generator worked fine. They changed instrument. Same thing over again with instrument number two. The third instrument worked, as it should. There was no adverse patient consequence.

Manufacturer narrative:
Eval. Summary: device a was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The analysis results found that device b was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use. "Avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error".